Manufacturer narrative:
The technician replaced the worn brake casters to repair the stretcher.

Event description:
Info received indicates when the brake is engaged the head casters would still swivel.